Event description:
Per the surgeon, the device was explanted on (B)(6) 2021 due to poor placement of the internal electrode array. It was also reported that the patient experienced pain around the implant site. The patient was re-implanted with a new cochlear device.